Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer culture test results, olympus third-party testing results, the device evaluation and the complaint investigation. Updated field(s): d8, h2, h3, h4, h6, h11 olympus provided the following result of the culture test hygiene microbiological investigation (hmi) results, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: air/water channel cfus: >80 cfu bacterial identification: stenotrophomonas maltophilia sampling date: 1/15/2026 sampling from: auxiliary channel cfus: 13 cfu bacterial identification: peribacillus sp, rhodococcus sp sampling date: 1/15/2026 sampling from: instrument channel cfus: >80 cfu bacterial identification: cellulosimicrobium sp, ochrobactrum sp, rhodococcus sp sampling date: 1/15/2026 sampling from: suction channel cfus: >80 cfu bacterial identification: ochrobactrum anthropi, brevibacterium sp sampling date: 1/29/2026 sampling from: air/water channel cfus: >80 cfu bacterial identification: stenotrophomonas maltophilia, cellulosimicrobium funkei, microbacterium sp sampling date: 1/29/2026 sampling from: auxiliary channel cfus: >80 cfu bacterial identification: brevundimonas spp, peribacillus simplex sampling date: 1/29/2026 sampling from: instrument channel cfus: 29 cfu bacterial identification: peribacillus spp sampling date: 1/29/2026 sampling from: suction channel cfus: >80 cfu bacterial identification: cellulosimicrobium funkei, peribacillus spp sampling date: 2/26/2026 sampling from: air/water channel, auxiliary channel cfus: <1 cfu bacterial identification: n/a sampling date: 2/26/2026 sampling from: instrument channel cfus: 8 cfus bacterial identification: peribacillus simplex, psychrobacillus psychrodurans sampling date: 2/25/2026 sampling from: suction channel cfus: 5 cfus bacterial identification: peribacillus simplex the device was returned to olympus for inspection. Based on the results of the investigation and because theuser culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where additional potential adverse events were confirmed where foreign material was noted present in the jet tube and channel tube. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.